Event description:
On (B)(6) 2013 the patient contacted animas alleging that he had been experiencing elevated blood glucose (bg) up to 600mg/dl for the past three days. The patient stated he had changed his infusion set at least 4 times to try and resolve high bgs. On (B)(6) 2013, the patient stated that he came off the pump and switched to an alternate form of insulin delivery and his bgs have responded to within normal range. Customer technical support reviewed the pump with the patient and found all settings and histories to be correct. Troubleshooting did not find any associated alarms or inadvertent suspends. An explanation for the patient¿s elevated bgs could not be found during troubleshooting; the pump was replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy, and based on the implied allegation that the pump was not delivering as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the prime history indicated that the prime volume during cartridge changes was low. There were no ¿pump not primed¿ or ¿no cartridge detected¿ warnings observed in the black box. A rewind, load, and prime sequence was successfully performed with no issues and no alarms occurring. The pump passed flow accuracy testing and was found to be delivering within required specifications. A cartridge with 100 units was loaded into the pump without issues. The pump was opened and there were no internal defects found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.